Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 510 mg/dl. The customer was treated with intravenous insulin and saline. The customer was discharged on (B)(6) 2024 with no permanent damage. The customer alleged that the pump was not delivering insulin properly. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.